Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, resistance was felt in the right external and common iliac during insertion of the delivery system and valve. The vessel was calcified and the insertion angle was mild and normal. During valve deployment, the balloon ruptured at the end of inflation. The valve was fully deployed with good results. During retrieval of the devices, the introducer and delivery system were pulled out together, but the nosecone and the distal part of the balloon were 'stacked' in the right iliac artery. While maneuvering to get the delivery system out of the right iliac, the tip of the delivery system was detached and was pulled out with a snare. There were no other issues and the procedure was successfully done. The patient recovered well.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation, and the following was observed: balloon radial tear burst, nose tip and part of the balloon material was not returned. Due to the nature of the device, no functional testing was able to be performed. However, the complaint was confirmed through visual inspection. Dimensional testing was performed on the inflation balloon single wall thickness, measuring at the burst location. The measurement taken of the balloon single wall thickness met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst, difficulty to withdraw system through esheath, and system components separate during use was confirmed by visual inspection of the returned device. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As it was reported, there was calcification at the sinotubular junction. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.